Event description:
It was reported that the minicap sponge was dry. The patient stated that the iodine did not go all the way to the top and was only underneath. During the follow up, the nurse stated that the sponge was found to be dry where it stuck out of the cap. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report one of two.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. Same patient/event as (B)(4).

Manufacturer narrative:
(B)(4). Device manufacture date: 03/09/15 - 03/13/15. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. A CAPA currently exists to address this issue. Should additional relevant information become available, a supplemental report will be submitted.